Event description:
It was reported the valve was implanted and echo demonstrated the valve was functioning well. Several weeks following discharge, the patient presented in ER with symptoms and cardiac catheterization was performed. During catheterization, it was noted there was difficulty locating the right coronary artery, which necessitated some probing. The valve was explanted for insufficiency and a small hole and damge to the edge of one leaflet was observed. The patient was reported to be in stable condition.